Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the watchman flex pro procedure to treat atrial fibrillation versacross connect laac access solution kit was selected for use. It has been mentioned that the handle end to the dilator was broken off once the package was opened. Another versacross connect package was opened to go transeptal with the rf wire and several error codes were noted saying to connect a valid device. Another cable that was opened with the second versacross package worked. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been disposed.